Event description:
Doctor reports via our area rep the nail broke 4 months after surgery.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.